Event description:
The technician alleged the brake casters ratchet when the brake is engaged. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster and cross shaft to resolve the issue.